Event description:
It was reported that customer saw cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for a complete pump reset, was guided through the reset, and pump no longer showed cgm error after reset; no further actions were documented.